Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a knee revision 6 years post-implantation due to loosening locking screw. Subsequently, the art surface was revised. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Reported event was confirmed via visual examination. It was identified the device is worn on both post and condylar surfaces with locking screw damage and striations. Device history record (DHR) review was performed with no related manufacturing deviations or anomalies identified. Root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at the time of this reporting.